Event description:
It was reported that the rotational speed was not stable during procedure. A 2.00mm rotapro was selected for use. During the procedure, it was noted that the rotational speed was not stable. Furthermore, it was observed that the speed was not more than 227k, and the device did not sound like it was running slower than what was being displayed on the console. The procedure was completed with another of the same device. No patient injury was reported.

Manufacturer narrative:
Date of event: used (B)(6) 2023 as the event date was not reported.